Manufacturer narrative:
The customer elected to replace the glidescope smart cable. During a follow-up, the customer indicated they have received the new smart cable and the intermittent image issue has been resolved. The smart cable used in the event was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, there was an intermittent image when the cable was manipulated. The customer indicated that the procedure was completed with the smart cable. No harm to patient or user was reported.